Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ER due to syncopal episodes. A device interrogation was performed and revealed that the right ventricular lead exhibited loss of capture. Programming changes were performed. Afterwards, an upgrade procedure for the pulse generator was performed and the lead was capped and replaced on (B)(6) 2019. The patient remained stable throughout and post-procedure.